Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in peritonitis. The breach was not further specified. The patient was not hospitalized for the event. During the same month as onset, the patient began treatment with an intravenous injection of vancomycin (1gram once in five days) and tazid (1 gram everyday) for peritonitis. Treatment was not reported. Pd therapy was ongoing and the patient outcome was unknown. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.